Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration). Patient's condition affected effectiveness of device (anatomy related; disease progression, vessel dilatation). Evaluation conclusion: inherent risk of a procedure (stent graft migration). 50 device failure/lack of effectiveness related to patient condition (anatomy related; disease progression, vessel dilatation).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that the patient was in for a routine follow up; it was noted that the stent graft had migrated 75 mm on an unknown date due to aortic neck or vessel dilatation and disease progression. There is a flow column of thrombus resulting in no contrast going into the aneurysm sac; therefore, it was not possible for the physician to determine if there was an endoleak. The patient will be monitored. No additional clinical sequelae were reported.

Event description:
Additional information was recieved as follows: there was slight aneurysm expansion of less than 5 mm.